Event description:
It was reported by the user site that prior to a 3dimensions procedure on (B)(6), 2026, the vertical travel assembly (vta) was reported to be loose during preventative maintenance. No user injury was reported. Hologic field service engineers (fse) were dispatched to investigate the device and found two loose screws that were backed out from the vta hardware and were additionally rubbing on the rotational mechanism. The fses reported that the rubbing of the screws was shaving its structure down. The fses were unable to thread the screws back to its origins as it felt they were cross threaded. The fses replaced the vta, performed necessary relevant calibrations, and verified that the device is functioning to manufacturer specifications. No further information is currently available.